Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the photo of an x-ray screen provided for evaluation, a stent implanted near the femur was found to be fractured in two places. A complete transverse linear fracture with stent displacement could be confirmed in both sections. On the basis of the poor quality of the photo and as no additional images were provided, no further assessment could be made. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult vessel anatomy as well as a challenging stent placement site may be contributing factors to the reported event. Also an irregular stent placement may contribute to the reported stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent placement, an insufficient pre or post- dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may be potential contributing factors to an irregular placement of the stent. In this case, neither any details regarding the vessel anatomy nor any procedural details were provided. Reportedly, there were no issues during the initial stent placement and the stent had not been placed in overlap with another stent. The lesion had been pre-dilated but it is unknown whether a post-dilation was performed. On the basis of the information available and the evaluation of the photo provided, a definite root cause for the event reported could not be determined. The IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." Also the IFU sufficiently describes the correct stent deployment procedure. Furthermore, the IFU states that pre-dilation of the lesion should be performed by using standard technique and post stent expansion with a pta catheter is recommended. Updated 'event description'.

Event description:
It was reported that the vascular stent was found to be fractured 10 months post implantation. The vessel was found to be occluded. A surgical intervention (bypass procedure) was performed for treatment. The patient was reported to be well. Reportedly, there were no issues during the initial stent placement and the lesion had been pre-dilated.

Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. (B)(4). Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient or further procedural details.

Event description:
It was reported that the vascular stent was found to be fractured and the vessel was found to be occluded some time post stent implantation. An intervention (bypass procedure) was performed for treatment. The patient was reported to be well.